Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed self test error noted during testing. However, battery power error due to connector resistance issue on printed circuit board. Hardware low level confirmed in pump history with variable due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer's blood glucose value was 165mg/dl. Customer did self test and it passed. Later, the insulin pump had hardware low level failures. Insulin pump will be returned for analysis.